Manufacturer narrative:
A cracked reservoir tube lip and minor scratches on the display window were noted during the visual inspection. The insulin pump passed the self test and displacement test. No display anomaly was noted during testing.

Event description:
The customer reported that there was an issue with the display on the customer's insulin pump. The customer reportedly stated that she could not properly view the icons. The insulin pump was stated not to have been dropped or exposed to a magnetic field. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).